Manufacturer narrative:
Medwatch sent to FDA on: 24/may/07. Visual examination of the returned device determined the access port tubing connector to be a taper 1. Performance tests indicate leakage from the bottom of the access port. This may have been the cause of the leakage. Another breakage was noted in the band tubing which appears to have been caused by a sharp instrument. This breakage may have been made to facilitate removal of the device, and may not be the cause of the leakage. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing." "Caution: failure to create a stable, smooth path for the access port tubing, without sharp turns or bends, can result in tubing breaks and leakage."

Event description:
Reported as "rupture of catheter at junction with access port."